Event description:
It was reported the patient went to the physician for a post-op, after their stage 1 procedure, and their lead site was infected. The physician pulled the lead and plans to have the patient move forward with the full implant. The clinical specialist does not have the details on how the infection was treated.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to infection which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient went to the physician for a post-op, after their stage 1 procedure, and their lead site was infected. The physician pulled the lead and plans to have the patient move forward with the full implant. The clinical specialist does not have the details on how the infection was treated.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection"which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient went to the physician for a post-op, after their stage 1 procedure, and their lead site was infected. The physician pulled the lead and plans to have the patient move forward with the full implant. The clinical specialist does not have the details on how the infection was treated.